Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced insulin flow block alarm event on (B)(6) 2024. The insertion site was at abdomen.the infusion set was in use for 1 day. No further information available.